Event description:
The reporter stated after the (B)(4) collamer plate lens was inserted, the posterior capsule tore and the lens started to go behind the eye. The lens was cut out of the eye immediately and a sulcus lens was implanted. The incision was not enlarged or sutured and no vitrectomy performed. Pt is doing fine now. The reporter stated the anatomy of the eye was in good condition prior to the surgery, therefore, the surgeon believes the incident was caused by the lens.

Manufacturer narrative:
(B)(4), other, lens tore posterior. Method: (other) lens work order search. Results: (other) visual inspection of the returned product showed the lens was returned in liquid, there were tears in the lens and a piece of both the optic and a haptic was torn off and missing. A work order search performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn). Based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Results: a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event.